Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) upgraded the upgraded the stirrer motor to the brushless motor and performed the followings: the leaking reaction cup; the module's reagent syringe; cleaned the stirrer and aligned the mc sample probe. The repairs performed by the fse resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the unicel dxc 800 pro synchron clinical system creatinine (crem) module generated 1 high patient result. The erroneous result was reported outside of the laboratory and no adverse effect to the patient or change to treatment or diagnosis is attributed to this event. The laboratory was unable to repeat the results since the sample was discarded. On (B)(6) 2012, the patient had additional blood work performed due to the possibility of renal failure and possible admittance to the hospital. The results from (B)(6) 2012 were acceptable and the patient was not admitted to the hospital. The laboratory reviewed 960 patient data from the day of the event and found 2 possible fliers identified since they did not correlate with their urea results. The laboratory was unable to confirm the results are erroneous, since it has insufficient clinical information, no previous patient results, and the samples were discarded. Samples were collected in a sarstedt 7 ml tubes and were freshly drawn. Per customer, qc level 1 was within established ranges, however, level 2 and 3 were low couple of days prior to the event.